Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
It was reported from the office of todays dental comfort that a hahn tapered implant ø5.0 x 10 mm placed at implant location #19 experienced a broken component after placement of the final prosthesis. The implant was placed on (B)(6) 2023. Bone quality was reported as type ii. Reportedly, the patient stated he bit down, heard a crack, and the implant became loose. The patient presented with the issue on (B)(6) 2026 and reported that the implant felt loose. The crown was removed with difficulty. Multiple abutments were reportedly tried to test the internal threads; however, the abutments would not tighten to the implant, and an internal fracture was reported. The issue occurred inside the patient's mouth. No patient injury was reported. The implant was removed completely on (B)(6) 2026 using reverse torque and forceps for extraction. No infection at the implant site was reported. The patient's symptoms were relieved following removal of the implant. The patient's current status was reported as grafted and healing. No abnormalities with the implant or packaging were reported.